Event description:
It was reported to co that an error in the software package which is a part of the device 3d software package, may produce image orientation and annotation errors that cause the image to be reversed under curved reformat applications.